Event description:
The patient was brought to the or for removal of painful hardware. The surgeon removed two screws from the patient's right shoulder. The screws were implanted for around one month it is uncertain if the screws are defective.